Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 7 days after an open small bowel resection, the patient was taken back to the operating room and an additional surgery was performed. During the re operation it was determined that the patient had a leak at the proximal end of the original anastomosis. Sutures were placed to close the leak. Patient hospitalization was extended.